Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had critical pump error. Th customer blood glucose was 430 mg/dl. Customer reported that they received the open book image on the pump screen. It was reported that the customer had high blood glucose due to pump error. It was unknown whether the customer using auto mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Critical pump error (open book image) alarm not confirmed.(B)(4).